Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 pocket d3 was unable to open and failed to recover. Customer rebooted but issue persist. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.